Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a mid:14 (bg power supply) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.